Event description:
User facility report no. 000160083-2004-0003 reports: the tip of a pair of micro pituatary forceps broke off during procedure. The broken piece was recovered and removed from the incision with the use of fluoroscopy.